Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that shaft separation at the luer lock occurred. The target lesion was located in the left anterior descending artery. An atlantis sr pro imaging catheter was advanced to view the target lesion. The physician unscrewed the luer lock junction and noticed that the imaging core got detached resulting to no image. The procedure was completed with another of the same device and no patient complications were reported. The patient was stable post procedure. However, returned device analysis revealed a tip separation.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for evaluation. The male/female luer connection was disconnected and the imaging core was outside of the sheath assembly when received. The male/female luer connection was able to be re-connected. The distal tip assembly was broken off when received. The guidewire exit port was lifted 1.0mm. The guidewire exit port was ripped off 8.0mm and the ro marker was missing when received. The imaging window appeared stretched approximately 2.0cm long. Imaging core wind up in the telescope assembly was observed during visual analysis. No other issues or defects were observed during product analysis of the returned device. The device failed to meet specifications based on its returned condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).